Event description:
During a reaming procedure on a femur, surgeon was using a flexible shaft and a 12mm reamer shaft without a ball tip guide wire. The reamer had a shaft separated leaving the 12mm reamer head in the pts femur just below the short tfn.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 2 for file (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.